Manufacturer narrative:
The reported event of no capture was not confirmed. The reported event of helix retraction and extension failure was confirmed. The cause of the helix retraction and extension failure was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited a loss of capture. A chest x-ray revealed that the lead had dislodged. It was noted that the helix failed to retract. The lead was explanted and replaced. The patient was stable.